Event description:
System would not read properly. An 'error 4' message displays on screen. Pt stated that she received the unit (a sample) from her physician. She called the number on the box & was sent a second unit, which had the same problem. Lifescan's (johnson & johnson) customer care advocate stated that there had been a level I recall on the product back in april or may 2005 due to a possible issue with the meter's display, however, he stated that they had notified all consumers by letter and replaced all units subject to recall.